Event description:
Patient forgot to close the clamp on the transfer set after disconnecting themself, and as a result, fluid leaked onto floor. Baxter technician instructed home patient to cap off and to call rn. No patient injury or medical intervention required per unit rn